Manufacturer narrative:
Additional information: the product was returned, where evaluation by a quality technician found that kb15b 0007406423 observations: the balloon was returned bloody. The balloon itself is ripped about halfway up from the tip. The rip is 360° around the balloon. No other damage noted on the balloon so it would appear the rupture happened at the same spot the rip happen. The inner shaft is stretched from what appears to be the force used to pull the balloon back through the cannula. Conclusion: the balloon is torn however the exact cause of failure could not be determined at this time. No other action is required at this time - this investigation is considered closed.

Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure to treat an l3 vertebral compression fracture. Intra-op, the balloon burst during inflation and was then stuck inside vertebral body and was very difficult to remove through the working cannula. Pressure prior to rupture was 175. Volume prior to rupture was 4cc. Eventually the malfunctioned ibt (inflatable bone tamp) was removed and the surgeon completed the case. No patient complications were associated with this event.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.